Event description:
While lifting a light patient from her bed, the hoist was fully extended when the actuator appeared to 'snap' and the patient fell back onto the bed and the slingbar and lift arm fell into the patient's stomach. The patient did not appear to suffer any obvious injury but was shocked.

Manufacturer narrative:
Pursuant to identifying a reportable event involving the uno mobile lift, liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.